Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset to clear the alarm, but the pump charged slowly and did not turn back on for two hours. There was no adverse impact to the customer. Reportedly, the customer successfully turned the pump on and continued to use the pump for insulin therapy.